Manufacturer narrative:
(B)(4). The sion blue guide wire was returned for evaluation. The returned guide wire was missing its distal segment. The fractured coil was elongated for approximately 10mm from the distal-mid solder originally located at 20mm from the tip. The core (composed of a straight core wire and a twist wire) was fractured at the distal end of the exposed inner coil that was severely twisted due to accumulated torsion. This finding indicated that torsion had contributed to the core fracture. Necking of the fracture end of the coil was observed, indicating tensile stress had contributed to the coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the sion blue guide wire. The applied stress would accumulate and exceed the product design limit likely when the tip was being caught and restricted its movement by the calcified plaque of the lesion. Further applied tensile stress generated with wire removal made the coil elongate and eventually separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi sion blue guide wire broke off during a pci to treat an unspecified lesion in the coronary artery. The separated tip was left in the patient as it would not affect the patient's hemodynamics and therefore additional intervention to retrieve it was considered not required. The patient was doing fine after the procedure.